Event description:
A patient obtained medical care from their g.p. For their right eye which was red and swollen, in 2002. They were prescribed ciloxan for 7 days, 2-3 times per day. Diagnosis unknown. On the advise of their optician, they did not replace their lenses, durasoft 2 light eyes colors. 4 months later, patient experienced headache, redness and tearing ou. They received ciloxan samples from their g.p. And were referred to another g.p., who diagnosed a corneal/blister on right eye. Patient instructed to discontinue lens wear for 4 weeks and referred to specialist. Visit date unknwon. Patient states this doctor confirmed ulcer on right eye and prescribed tobradex. Several attempts made to obtain additional information from the treating physicians and from the consumer. No further information is available.